Event description:
It was reported pre op to a laparoscopic gastric adjustment band procedure, testing could not be performed on the band as it was not possible to evacuated or inject air. Another same product was used to perform the surgery; the surgery was prolonged about 35 minutes. There was no reported pt consequence.

Manufacturer narrative:
(B)(4). (B)(4). Blockage due to glue. Eval summary: the band/balloon with 60cm of catheter, the injection port with the locking connector and tubing strain relief were returned. In addition, a needle and the port applier also returned. Per visual inspection, it was observed that glue was present at the balloon and catheter connection. A leak test was performed on the balloon with an unsuccessful result. It was not possible to inflate and deflate the balloon. A leak test was performed on the injection port with a successful result; no leakage was found. An injection test was performed on the injection port with a successful result; no blockage was found. A functional test was performed on the injection port with a successful result. Hooks were deployed and retracted correctly. A functional test was performed on the port applier with a successful result. Gray firing lever was locked and unlocked correctly. An injection test was performed on the needle with a successful result. No blockage was found. The complaint was confirmed. An investigation into similar complaint has already been conducted and root cause is established. Retraining has been provided to resolve this issue. A review of the complaint database indicates that since that time no new complaints have been reported.